Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. In addition, mentor received additional information that the patient had her explanted breast prostheses replaced with mentor memorygel breast implant 400cc gel breast prostheses. On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. As part of our quality process, the manufacturing records of this 5787177 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture, left breast rippling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 275cc gel breast prostheses that both ruptured after implantation. Bilateral intracapsular rupture was diagnosed by MRI. In addition, the patient reported rippling in her left breast. As a result, the patient will undergo bilateral explantation on (B)(6) 2020. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 16-jul-2020, mentor received additional information about the event. The devices were removed from the patient intact. Device code ¿1546¿ material rupture no longer applies to this event, nor does ¿is product problem?¿. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. It was initially reported that the explantation date is (B)(6) 2020. New information states that the patient will undergo explantation on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).